Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: item #: unknown, unknown humeral tray, lot #: unknown; item #: unknown, unknown humeral stem , lot #: unknown; item #: unknown, unknown humeral bearing, lot #: unknown; item #: unknown, unknown glenosphere, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left shoulder arthroplasty on an unknown date. The comprehensive mini baseplate was removed due to infection. The sales rep has requested a specialty device. The doctor believes there is bone loss in the glenoid while removing the glenoid components.